Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition. Three separate delivery accuracy tests were performed all of which resulted in accuracy within the pump's delivery accuracy manufacturing specifications. There was no fault found with the system.

Event description:
Information was received indicating that smiths medical cadd solis vip under delivered medication. The pump indicated that the reservoir volume was zero. But the hydration bag was measured and it was found that 167 ml was remaining. The pump calculations show that 252.3 ml was infused but the total bag volume is only 250 ml. The pump failed fluke testing twice with accuracy results -13.4% and -11.5%. The remaining chemotherapy medication was delivered by another pump. There was no patient adverse effect due to the reported event.